Event description:
Customer reported that the alarm sounds continuously when weight is applied to the sensor. There was no pt incident or injury reported. The customer did not provide the date when this occurred.

Manufacturer narrative:
Evaluation, results: evaluation of the returned unit found that the battery spring was bent. The unit powers up and passes all functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Hold alarm vertically upsidedown to prevent battery spring from bending during battery installation. (B)(4).